Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty and stent damage occurred. The target lesion was located in the 90% stenotic and severely tortuous and calcified left circumflex (lcx). The physician predilated the lesion using an apex balloon (size unk). The physician then attempted to deliver the 3.00 x 24 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician attempted to remove the taxus stent in order to perform plain old balloon angioplasty and resistance was felt. The stent delivery system (sds) was pushed to bias the device, but it was unable to be removed. After that, the sds was pulled back with excessive force and was removed successfully. It was noted that the proximal edge of the stent was lifted. The physician felt that the stent may have caught on the severe calcification in the lesion. The procedure was successfully completed with a different device, and there were no pt complications reported.